Event description:
The device was explanted and replaced due to battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.